Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon fired the instrument and the tip of the instrument jaw broke off and fell in the pt. The surgeon was able to retrieve the piece.